Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the surgeon performed a two stage revision due to infection, implanting new components four months following the removal of the infected components.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.